Event description:
It is reported that the surgeon saw on an x-ray that the bushing was backed out and found that the bushing was broken.

Manufacturer narrative:
Evaluation summary: it is possible that the fracture of the pin was by the patient not following the recommendations in the zimmer coonrad/morrey total elbow booklet included with the implant. This booklet states that the patient must not lift more than five pounds with the operated arm. However, an exact cause for the failure cannot be determined with the given information. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. The two humeral bushings returned are damaged, the ulna bushing is damaged and the inner pin is fractured at the base of the tines. Pieces were not returned. The outer pin is intact and no apparent damage visible. Zimmer, inc. Considers the investigation closed.